Event description:
After the calibration portion of an rfa procedure to treat barrett's esophagus, the generator failed to recognize the ablation catheter. The device operator disconnected the catheter and tried another one with the same result. The generator was then powered on and off and still did not recognize the catheter. The physician decided to abort the case. (This report captures the generator 1190a-115a, s/n (B)(4) and the catheter 90-9100 lot # f1013828. The second catheter 90-9100, lot # f1013841 is captured in report # 3004904811-2013-00038).

Manufacturer narrative:
An analysis of the generator revealed no anomalies. The generator recognized the device used in the case and other devices. The output cable passed all tests. The issue could not be reproduced and the product met all specifications. (B)(4).